Manufacturer narrative:
This is a combination product (B)(4). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported, that during placement of cement on tibia, with the tibia subluxed and soft tissues protected, bovie cauterization (electrosurgical cauterization) was utilized in the medial parapatellar area. At this point, an assistant noticed at the center part of the cement, that a low flame was noted, was tamped, put out immediately glowing on surface of cement. The cement was removed. The wound was copiously irrigated once again. Witnessed no tissues compromised or flame adjacent to tissues. Cementing technique was performed. The implants were put in atraumatically. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This is a combination product (B)(4). The device manufacturing quality record indicate that the released product met all requirements to perform as intended. Complaint history identified no other similar event for the reported item and part/lot combinations. The root cause of the reported issue is attributed to user. It was reported the use of electrocautery devices in surgical sites near freshly implanted bone cement. IFU requires to adequately ventilate the operating room to eliminate as much monomer vapor as possible. The liquid monomer is highly volatile and flammable. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported, that during placement of cement on tibia, with the tibia subluxed and soft tissues protected, bovie cauterization (electrosurgical cauterization) was utilized in the medial parapatellar area. At this point, an assistant noticed at the center part of the cement, that a low flame was noted, was tamped, put out immediately glowing on surface of cement. The cement was removed. The wound was copiously irrigated once again. Witnessed no tissues compromised or flame adjacent to tissues. Cementing technique was performed. The implants were put in atraumatically. No adverse events have been reported as a result of the malfunction.